Event description:
It was reported that the subject device had stopped after few minutes from turn on. The issue was found during device setup. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d8, d9, h2, h3, h4, h6, h11. Corrected fields: d4, e1, e3, g2. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty printed circuit board and light-emitting diode light faulty. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the stopped after few minutes from turn on malfunction was faulty printed circuit board, and the cause of the light-emitting diode light faulty malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.